Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the stem inserter with the slider/fork and ball plunger missing from the end of the device. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the stem inserter was found to have a broken weld and failure after the case was over. No patient harm or impact reported. Due diligence is complete as multiple attempts were made; however, no further information is available.